Event description:
Caller states that a patient reportedly received the following results on an aviva meter, compared to a professional meter and to lab results, within 10 minutes: 225 mg/dl (aviva), 107 mg/dl (doctor's meter - type unknown) and 107 mg/dl (lab). No death or serious injury reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.